Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, power source testing, and a review of the alarm log were performed. The low battery alarm was identified during functional testing and verified in the alarm log. During evaluation, it was found that the ac fuse was blown. The cause of the condition was determined to be the blown ac fuse which depleted the charge of the main battery. To correct the condition, the ac fuse was replaced and the main battery was charged. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had presented a low battery alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.